Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) exhibited far field oversensing and failure to shock. The product will continue to be monitored. There were no patient consequences.